Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). Since (B)(6) 2021, the patient experienced painful obstipation complaints in which laxatives had little effect. On (B)(6) 2021, the patient underwent a gastroscopic examination which revealed that the intestinal tube was curled up and fused to the intestinal wall. On (B)(6) 2021, the intestinal tube was surgically removed which had "nutritions" stuck at the tip of the tube. The patient was hospitalized for 10 days and was switched to oral duodopa therapy. On (B)(6) 2021, a new intestinal tube was placed.